Event description:
Customer reported the output dosage is over the (B)(6) limit. No pt injury was reported.

Manufacturer narrative:
Possible aro. A ge rep evaluated the system and found the output dosage to be 10.3 mr/minute, which exceeds both (B)(6) specification of 10.00 mr/minute. Ge rep adjusted the output dosage to within limits. There was no pt involvement at the time of the discovery of the out of tolerance dosage. System operates as intended.